Manufacturer narrative:
The device was received by anspach. If add¿l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating the device was making ¿chattering noises¿. The device was not being used during a procedure. The date of the event is unk. No patient or user injuries were reported. There was no add¿l info provided.